Event description:
It was reported that the artificial urinary sphincter (aus) was damaged with a catheter that was placed during a knee procedure. All components were explanted and replaced. An ambicor penile prosthesis (app) was also replaced due to unknown reasons.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was damaged with a catheter that was placed during a knee procedure. All components were explanted and replaced. An ambicor penile prosthesis (app) was also replaced due to unknown reasons.